Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking and damaged y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. The sample was received with the safety mechanism engaged. Light infusate residue was observed within the extension tubes. The y-site housing appeared deformed. Dozens of voids were evident in the housing material. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the blue y-site valve. Microscopic inspection of the y-site housing confirmed the presence of multitudinous voids in the material. The white luer adapter cap and y-site housing both appeared deformed. The voids in the material appeared to have been introduced during the molding process. It appeared that subsequent environmental conditions may have contributed to the observed deformation based on the apparent corresponding deformation of the white luer adapter; however, it is reasonable to suggest that the flaws introduced during the molding process caused or contributed to that deformation. This is a supplied component and the supplier has been notified regarding this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility rn that when flushing the device, saline leaked out of the y-site connector. Facility stated that the plastic luer connector appears melted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the y-injection site was inconclusive due to the sample condition. One photograph was provided for investigation. The photo showed the y-injection site from what appeared to be a safestep infusion set. From the photo, it could not be discerned if fluid would leak from the infusion set. It was reported that the plastic luer connector appeared melted. A portion of the white cap on the y-injection site appeared to be out of round, but the damage could not be verified without the physical sample. No damage was observed on the threaded portion of the white cap. It was reported that the leak was observed when flushing the patient. The product IFU indicates to prime and flush the infusion set before inserting the needle into the port. Since the damage could not be discerned and the event could not be verified, the complaint was inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility rn that when flushing the device, saline leaked out of the y-site connector. Facility stated that the plastic luer connector appears melted.